Event description:
It was reported that the patient had developed an infection in the bowel that spread to the implantable cardioverter defibrillator system. During extraction an insulation abrasion was noted on the left ventricular lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was returned in two pieces. The lead insulation was abraded at multiple locations.